Event description:
Canadian customer received a 22.9 mmol/l from his contour meter and a 5.2 mmol/l reading from the lab. The difference between the comparison tests falls in the "d" zone of the consensus error grid, which is considered clinically significant. There was no alleged adverse event. Customer was advised to return test strips. Replacement strips and new meter were sent.